Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('migration of essure device: slight perforation of fallopian tubes/device migration/ one of my coil migatred'), pelvic infection ('pelvic infection'), uterine perforation ('uterine perforation'), polymenorrhagia ('abnormal bleeding (menorrhagia) / very heavy menstruation/menorrhagia (heavy menstrual bleeding)/excessive and frequent menstruation'), chronic inflammatory demyelinating polyradiculoneuropathy ('chronic inflammatory demyelinating polyneuropathy/ cidp') and guillain-barre syndrome ('gbs/auto-immune diagnosed: gbs') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included guillain barre syndrome. Concomitant products included gabapentin since (B)(6) 2018, omeprazole since(B)(6) 2018, pantoprazole since (B)(6) 2018, prednisone since (B)(6) 2018 and zolpidem from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On(B)(6) 2012, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), gerd ("gerd/gi conditions"), bacterial vaginosis ("bacterial vaginosis / frequent and consistent bacterial vaginosis/bacterial vaginosis"), migraine ("migraines / headaches/migraine"), nausea ("nausea/nausea"), urinary tract infection ("uti/post-hysterectomy uti"), tooth fracture ("teeth are softning and cracking / teeth breaking/dental problems") and anxiety ("chronic anxiety/psych injury") and was found to have weight increased ("weight gain/weight gain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) painful") and premenstrual syndrome ("debilitating premenstrual symptoms"). In 2012, the patient experienced alopecia ("hair loss/hair loss"). On(B)(6) 2016, the patient experienced chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant) and guillain-barre syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain / abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), headache ("headache"), coital bleeding ("post-coital ad contact bleeding"), perineal pain ("perineal pain"), oral pain ("sorest part of mouth"), malaise ("sick"), abdominal pain upper ("stomach hurts"), paraesthesia ("tingling sensation in my feet"), cold sweat ("cold sweats"), hypoaesthesia ("numbness"), tremor ("tremors"), allergy to metals ("allergy to nickel"), colitis ("acute colitis"), neuropathy peripheral ("neuropathy"), paralysis ("intermitten paralysis") and acid reflux (oesophageal) ("acid reflex") and was found to have lumbar puncture ("lumbar puncture"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, pelvic infection, uterine perforation, genital haemorrhage, polymenorrhagia, guillain-barre syndrome, vaginal haemorrhage, dyspareunia, dysmenorrhoea, premenstrual syndrome, fatigue, gerd, alopecia, migraine, depression, nausea, urinary tract infection, tooth fracture, abdominal pain, bladder disorder, urinary tract disorder, headache, coital bleeding, perineal pain, oral pain, malaise, abdominal pain upper, paraesthesia, cold sweat, lumbar puncture, hypoaesthesia, tremor, allergy to metals, anxiety, colitis, neuropathy peripheral, paralysis and acid reflux (oesophageal) outcome was unknown, the chronic inflammatory demyelinating polyradiculoneuropathy was resolving, the bacterial vaginosis had resolved and the weight increased had not resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, bacterial vaginosis, bladder disorder, chronic inflammatory demyelinating polyradiculoneuropathy, coital bleeding, cold sweat, colitis, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, gerd, guillain-barre syndrome, headache, hypoaesthesia, lumbar puncture, malaise, migraine, nausea, neuropathy peripheral, oral pain, paraesthesia, paralysis, pelvic infection, perineal pain, polymenorrhagia, premenstrual syndrome, tooth fracture, tremor, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, weight increased and acid reflux (oesophageal) to be related to essure. The reporter commented: current weight: 207 lbs. Removal details: indications: long standing history of abnormal periods and pelvic pain. Failure of medical management. Preoperative diagnosis: excessive menstruation, dysmenorrhea, pelvic pain. Postoperative diagnosis: excessive menstruation, dysmenorrhea, pelvic pain, acute postoperative pain findings: uterus was myomatous. Ovaries mildly polycystic. Tubes were normal s/p essure. Pelvis was free of adhesions or endometriosis. Surgical pathology report: uterus, cervix, bilateral fallopian tubes . Cervix: chronic cervicitis with squamous metaplasia. . No dysplasia or malignancy identified. . Endometrium: inactive endometrium. Essure device identified. . Myometrium: multiple leiomyomata . Serosa: no pathologic abnormality. . Bilateral fallopian tubes: paratubal cysts, hemosalpinx. Gross: left fallopian tube measures 6.2 cm in length ad 0.5 cm in diameter with a tan-purple outer surface and fimbriated end. Right fallopian tube measures 7.0 cm in length and 05 cm in diameter wit a dark purple outer surface and fimbriated end. Present in the bilateral cornu of the uterus and extending into the bilateral proximal ends of the fallopian tube are two tightly coiled, white, plastic and silver metallic devices, grossly consistent with essure. The lumen of the fallopian tube and area of the coils is tan white, dense and scarred. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion, right sided inner essure coil appears to be approximately 20 mm into the fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record:  menorrhagia, chronic inflammatory demyelinating polyradiculopathy, guillain-barre syndrome, anxyety, bacterial vaginosis, urinary tract infection, sorest part of mouth, sick, tingling sensation in my feet, stomach hurts, cold sweats, lumbar puncture, numbness, tremors, allergy to nickel, depression, acute colitis, intermittent paralysis, neuropathy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('migration of essure device: slight perforation of fallopian tubes/device migration/ one of my coil migatred'), pelvic infection ('pelvic infection'), uterine perforation ('uterine perforation'), genital haemorrhage ('general abnormal bleeding'), polymenorrhagia ('abnormal bleeding (menorrhagia) / very heavy menstruation/menorrhagia (heavy menstrual bleeding)/excessive and frequent menstruation'), chronic inflammatory demyelinating polyradiculoneuropathy ('chronic inflammatory demyelinating polyneuropathy/ cidp') and guillain-barre syndrome ('gbs/auto-immune diagnosed: gbs') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included guillain barre syndrome. Concomitant products included gabapentin since (B)(6) 2018, omeprazole since (B)(6) 2018, pantoprazole since (B)(6) 2018, prednisone since (B)(6) 2018 and zolpidem from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), gastrooesophageal reflux disease ("gerd/gi conditions"), bacterial vaginosis ("bacterial vaginosis / frequent and consistent bacterial vaginosis/bacterial vaginosis"), migraine ("migraines / headaches/migraine"), nausea ("nausea/nausea"), urinary tract infection ("uti/post-hysterectomy uti"), tooth fracture ("teeth are softning and cracking / teeth breaking/dental problems") and anxiety ("chronic anxiety/psych injury") and was found to have weight increased ("weight gain/weight gain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) painful") and premenstrual syndrome ("debilitating premenstrual symptoms"). In 2012, the patient experienced alopecia ("hair loss/hair loss"). On (B)(6) 2016, the patient experienced chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant) and guillain-barre syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain / abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), headache ("headache"), coital bleeding ("post-coital ad contact bleeding"), perineal pain ("perineal pain"), oral pain ("sorest part of mouth"), malaise ("sick"), abdominal pain upper ("stomach hurts"), paraesthesia ("tingling sensation in my feet"), cold sweat ("cold sweats"), hypoaesthesia ("numbness"), tremor ("tremors"), allergy to metals ("allergy to nickel"), colitis ("acute colitis"), neuropathy peripheral ("neuropathy") and paralysis ("intermitten paralysis") and was found to have lumbar puncture ("lumbar puncture"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, pelvic infection, uterine perforation, genital haemorrhage, polymenorrhagia, guillain-barre syndrome, vaginal haemorrhage, dyspareunia, dysmenorrhoea, premenstrual syndrome, fatigue, gastrooesophageal reflux disease, alopecia, migraine, depression, nausea, urinary tract infection, tooth fracture, abdominal pain, bladder disorder, urinary tract disorder, headache, coital bleeding, perineal pain, oral pain, malaise, abdominal pain upper, paraesthesia, cold sweat, lumbar puncture, hypoaesthesia, tremor, allergy to metals, anxiety, colitis, neuropathy peripheral and paralysis outcome was unknown, the chronic inflammatory demyelinating polyradiculoneuropathy was resolving, the bacterial vaginosis had resolved and the weight increased had not resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, bacterial vaginosis, bladder disorder, chronic inflammatory demyelinating polyradiculoneuropathy, coital bleeding, cold sweat, colitis, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, guillain-barre syndrome, headache, hypoaesthesia, lumbar puncture, malaise, migraine, nausea, neuropathy peripheral, oral pain, paraesthesia, paralysis, pelvic infection, perineal pain, polymenorrhagia, premenstrual syndrome, tooth fracture, tremor, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 207 lbs. Removal details: indications: long standing history of abnormal periods and pelvic pain. Failure of medical management. Preoperative diagnosis: excessive menstruation, dysmenorrhea, pelvic pain. Postoperative diagnosis: excessive menstruation, dysmenorrhea, pelvic pain, acute postoperative pain findings: uterus was myomatous. Ovaries mildly polycystic. Tubes were normal s/p essure. Pelvis was free of adhesions or endometriosis. Surgical pathology report: uterus, cervix, bilateral fallopian tubes . Cervix: chronic cervicitis with squamous metaplasia. . No dysplasia or malignancy identified. . Endometrium: inactive endometrium. Essure device identified. . Myometrium: multiple leiomyomata. . Serosa: no pathologic abnormality. . Bilateral fallopian tubes: paratubal cysts, hemosalpinx.. Gross: left fallopian tube measures 6.2 cm in length ad 0.5 cm in diameter with a tan-purple outer surface and fimbriated end. Right fallopian tube measures 7.0 cm in length and 05 cm in diameter wit a dark purple outer surface and fimbriated end. Present in the bilateral cornu of the uterus and extending into the bilateral proximal ends of the fallopian tube are two tightly coiled, white, plastic and silver metallic devices, grossly consistent with essure. The lumen of the fallopian tube and area of the coils is tan white, dense and scarred. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion, right sided inner essure coil appears to be approximately 20 mm into the fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record:  menorrhagia, chronic inflammatory demyelinating polyradiculopathy, guillain-barre syndrome, anxyety, bacterial vaginosis, urinary tract infection, sorest part of mouth, sick, tingling sensation in my feet, stomach hurts, cold sweats, lumbar puncture, numbness, tremors, allergy to nickel, depression, acute colitis, intermittent paralysis, neuropathy quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received- new events sorest part of mouth, sick, tingling sensation in my feet, stomach hurts, cold sweats, lumbar puncture, numbness, tremors, allergy to nickel, depression, acute colitis, intermittent paralysis, neuropathy were added. New reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('migration of essure device: slight perforation of fallopian tubes/device migration'), pelvic infection ('pelvic infection'), uterine perforation ('uterine perforation'), genital haemorrhage ('general abnormal bleeding'), polymenorrhagia ('abnormal bleeding (menorrhagia) / very heavy menstruation/menorrhagia (heavy menstrual bleeding)/excessive and frequent menstruation'), chronic inflammatory demyelinating polyradiculoneuropathy ('chronic inflammatory demyelinating polyneuropathy/ cidp') and guillain-barre syndrome ('gbs/auto-immune diagnosed: gbs') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included guillain barre syndrome. Concomitant products included gabapentin since on (B)(6) 2018, omeprazole since on (B)(6) 2018, pantoprazole since on (B)(6) 2018, prednisone since on (B)(6) 2018 and zolpidem from on (B)(6) 2016 to on (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse"), fatigue ("fatigue/fatigue"), gastrooesophageal reflux disease ("gerd/gi conditions"), bacterial vaginosis ("bacterial vaginosis / frequent and consistent bacterial vaginosis/bacterial vaginosis"), migraine ("migraines / headaches/migraine"), anxiety ("chronic anxiety/psych injury"), nausea ("nausea/nausea"), urinary tract infection ("uti/post-hysterectomy uti") and tooth fracture ("teeth are softning and cracking / teeth breaking/dental problems") and was found to have weight increased ("weight gain/weight gain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) painful") and premenstrual syndrome ("debilitating premenstrual symptoms"). In 2012, the patient experienced alopecia ("hair loss/hair loss"). On (B)(6) 2016, the patient experienced chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant) and guillain-barre syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain / abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), headache ("headache"), coital bleeding ("post-coital ad contact bleeding") and perineal pain ("perineal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, pelvic infection, uterine perforation, genital haemorrhage, polymenorrhagia, guillain-barre syndrome, vaginal haemorrhage, dyspareunia, dysmenorrhoea, premenstrual syndrome, fatigue, gastrooesophageal reflux disease, alopecia, migraine, anxiety, nausea, urinary tract infection, tooth fracture, abdominal pain, bladder disorder, urinary tract disorder, headache, coital bleeding and perineal pain outcome was unknown, the chronic inflammatory demyelinating polyradiculoneuropathy was resolving, the bacterial vaginosis had resolved and the weight increased had not resolved. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, bladder disorder, chronic inflammatory demyelinating polyradiculoneuropathy, coital bleeding, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, guillain-barre syndrome, headache, migraine, nausea, pelvic infection, perineal pain, polymenorrhagia, premenstrual syndrome, tooth fracture, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 207 lbs. Removal details: indications: long standing history of abnormal periods and pelvic pain. Failure of medical management. Preoperative diagnosis: excessive menstruation, dysmenorrhea, pelvic pain. Postoperative diagnosis: excessive menstruation, dysmenorrhea, pelvic pain, acute. Postoperative pain findings: uterus was myomatous. Ovaries mildly polycystic. Tubes were normal s/p essure. Pelvis was free of adhesions or endometriosis. Surgical pathology report: uterus, cervix, bilateral fallopian tubes. Cervix: chronic cervicitis with squamous metaplasia. No dysplasia or malignancy identified. Endometrium: inactive endometrium. Essure device identified. Myometrium: multiple leiomyomata. Serosa: no pathologic abnormality. Bilateral fallopian tubes: paratubal cysts, hemosalpinx.. Gross: left fallopian tube measures 6.2 cm in length ad 0.5 cm in diameter with a tan-purple outer surface and fimbriated end. Right fallopian tube measures 7.0 cm in length and 05 cm in diameter wit a dark purple outer surface and fimbriated end. Present in the bilateral cornu of the uterus and extending into the bilateral proximal ends of the fallopian tube are two tightly coiled, white, plastic and silver metallic devices, grossly consistent with essure. The lumen of the fallopian tube and area of the coils is tan white, dense and scarred. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.8 kg/sqm. Hysterosalpingogram: on an unknown date: total bilateral occlusion, right sided inner essure coil appears to be approximately 20 mm into the fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record:  menorrhagia, chronic inflammatory demyelinating polyradiculopathy, guillain-barre syndrome, anxyety, bacterial vaginosis, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device: slight perforation of fallopian tubes/device migration'), pelvic infection ('pelvic infection'), device breakage ('device breakage'), uterine perforation ('uterine perforation'), genital haemorrhage ('general abnormal bleeding'), menorrhagia ('abnormal bleeding (menorrhagia) / very heavy menstruation/menorrhagia (heavy menstrual bleeding)/excessive and frequent menstruation'), chronic inflammatory demyelinating polyradiculoneuropathy ('chronic inflammatory demyelinating polyneuropathy/ cidp') and guillain-barre syndrome ('gbs/auto-immune diagnosed: gbs') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included guillain barre syndrome. Concomitant products included gabapentin since (B)(6) 2018, omeprazole since (B)(6) 2018, pantoprazole since (B)(6) 2018, prednisone since (B)(6) 2018 and zolpidem from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), gastrooesophageal reflux disease ("gerd/gi conditions"), bacterial vaginosis ("bacterial vaginosis / frequent and consistent bacterial vaginosis/bacterial vaginosis"), migraine ("migraines / headaches/migraine"), anxiety ("chronic anxiety/psych injury"), nausea ("nausea/nausea"), urinary tract infection ("uti/post-hysterectomy uti") and tooth fracture ("teeth are softening and cracking / teeth breaking/dental problems") and was found to have weight increased ("weight gain/weight gain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) painful") and premenstrual syndrome ("debilitating premenstrual symptoms"). In 2012, the patient experienced alopecia ("hair loss/hair loss"). On (B)(6) 2016, the patient experienced chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant) and guillain-barre syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain / abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), headache ("headache"), coital bleeding ("post-coital ad contact bleeding") and perineal pain ("perineal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic infection, device breakage, uterine perforation, genital haemorrhage, menorrhagia, guillain-barre syndrome, vaginal haemorrhage, dyspareunia, dysmenorrhoea, premenstrual syndrome, fatigue, gastrooesophageal reflux disease, alopecia, migraine, anxiety, nausea, urinary tract infection, tooth fracture, abdominal pain, bladder disorder, urinary tract disorder, headache, coital bleeding and perineal pain outcome was unknown, the chronic inflammatory demyelinating polyradiculoneuropathy was resolving, the bacterial vaginosis had resolved and the weight increased had not resolved. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, bladder disorder, chronic inflammatory demyelinating polyradiculoneuropathy, coital bleeding, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, guillain-barre syndrome, headache, menorrhagia, migraine, nausea, pelvic infection, perineal pain, premenstrual syndrome, tooth fracture, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 207 lbs. Removal details: indications: long standing history of abnormal periods and pelvic pain. Failure of medical management. Preoperative diagnosis: excessive menstruation, dysmenorrhea, pelvic pain. Postoperative diagnosis: excessive menstruation, dysmenorrhea, pelvic pain, acute postoperative pain findings: uterus was myomatous. Ovaries mildly polycystic. Tubes were normal s/p essure. Pelvis was free of adhesions or endometriosis. Surgical pathology report: uterus, cervix, bilateral fallopian tubes cervix: chronic cervicitis with squamous metaplasia. No dysplasia or malignancy identified. Endometrium: inactive endometrium. Essure device identified. Myometrium: multiple leiomyomata serosa: no pathologic abnormality. Bilateral fallopian tubes: paratubal cysts, hemosalpinx. Gross: left fallopian tube measures 6.2 cm in length ad 0.5 cm in diameter with a tan-purple outer surface and fimbriated end. Right fallopian tube measures 7.0 cm in length and 05 cm in diameter wit a dark purple outer surface and fimbriated end. Present in the bilateral cornu of the uterus and extending into the bilateral proximal ends of the fallopian tube are two tightly coiled, white, plastic and silver metallic devices, grossly consistent with essure. The lumen of the fallopian tube and area of the coils is tan white, dense and scarred. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion, right sided inner essure coil appears to be approximately 20 mm into the fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record:  menorrhagia, chronic inflammatory demyelinating polyradiculopathy, guillain-barre syndrome, anxiety, bacterial vaginosis, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events per pfs: general abnormal bleeding, device breakage, uterine perforation, bladder problems, urinary tract disorder, headache, post-coital bleeding perineal pain were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('migration of essure device: slight perforation of fallopian tubes/device migration/ one of my coil migrated'), pelvic infection ('pelvic infection'), uterine perforation ('uterine perforation'), polymenorrhagia ('abnormal bleeding (menorrhagia) / very heavy menstruation/menorrhagia (heavy menstrual bleeding)/excessive and frequent menstruation'), chronic inflammatory demyelinating polyradiculoneuropathy ('chronic inflammatory demyelinating polyneuropathy/ cidp') and guillain-barre syndrome ('gbs/auto-immune diagnosed: gbs') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included guillain barre syndrome. Concomitant products included gabapentin since (B)(6) 2018, omeprazole since (B)(6) 2018, pantoprazole since (B)(6)2018, prednisone since (B)(6) 2018 and zolpidem from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), gerd ("gerd/gi conditions"), bacterial vaginosis ("bacterial vaginosis / frequent and consistent bacterial vaginosis/bacterial vaginosis"), migraine ("migraines / headaches/migraine"), nausea ("nausea/nausea"), urinary tract infection ("uti/post-hysterectomy uti"), tooth fracture ("teeth are softening and cracking / teeth breaking/dental problems") and anxiety ("chronic anxiety/psych injury") and was found to have weight increased ("weight gain/weight gain"). On (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) painful") and premenstrual syndrome ("debilitating premenstrual symptoms"). In 2012, the patient experienced alopecia ("hair loss/hair loss"). On (B)(6) 2016, the patient experienced chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant) and guillain-barre syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain / abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), headache ("headache"), coital bleeding ("post-coital ad contact bleeding"), perineal pain ("perineal pain"), oral pain ("sorest part of mouth"), malaise ("sick"), abdominal pain upper ("stomach hurts"), paraesthesia ("tingling sensation in my feet"), cold sweat ("cold sweats"), hypoaesthesia ("numbness"), tremor ("tremors"), allergy to metals ("allergy to nickel"), colitis ("acute colitis"), neuropathy peripheral ("neuropathy"), paralysis ("intermitten paralysis") and acid reflux (oesophageal) ("acid reflex") and was found to have lumbar puncture ("lumbar puncture"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy on (B)(6)2018). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, pelvic infection, uterine perforation, genital haemorrhage, polymenorrhagia, guillain-barre syndrome, vaginal haemorrhage, dyspareunia, dysmenorrhoea, premenstrual syndrome, fatigue, gerd, alopecia, migraine, depression, nausea, urinary tract infection, tooth fracture, abdominal pain, bladder disorder, urinary tract disorder, headache, coital bleeding, perineal pain, oral pain, malaise, abdominal pain upper, paraesthesia, cold sweat, lumbar puncture, hypoaesthesia, tremor, allergy to metals, anxiety, colitis, neuropathy peripheral, paralysis and acid reflux (oesophageal) outcome was unknown, the chronic inflammatory demyelinating polyradiculoneuropathy was resolving, the bacterial vaginosis had resolved and the weight increased had not resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, bacterial vaginosis, bladder disorder, chronic inflammatory demyelinating polyradiculoneuropathy, coital bleeding, cold sweat, colitis, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, gerd, guillain-barre syndrome, headache, hypoaesthesia, lumbar puncture, malaise, migraine, nausea, neuropathy peripheral, oral pain, paraesthesia, paralysis, pelvic infection, perineal pain, polymenorrhagia, premenstrual syndrome, tooth fracture, tremor, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, weight increased and acid reflux (oesophageal) to be related to essure. The reporter commented: current weight: 207 lbs. Removal details: indications: long standing history of abnormal periods and pelvic pain. Failure of medical management. Preoperative diagnosis: excessive menstruation, dysmenorrhea, pelvic pain. Postoperative diagnosis: excessive menstruation, dysmenorrhea, pelvic pain, acute postoperative pain findings: uterus was myomatous. Ovaries mildly polycystic. Tubes were normal s/p essure. Pelvis was free of adhesions or endometriosis. Surgical pathology report: uterus, cervix, bilateral fallopian tubes cervix: chronic cervicitis with squamous metaplasia. No dysplasia or malignancy identified. Endometrium: inactive endometrium. Essure device identified. Myometrium: multiple leiomyomata. Serosa: no pathologic abnormality. Bilateral fallopian tubes: paratubal cysts, hemosalpinx.. Gross: left fallopian tube measures 6.2 cm in length ad 0.5 cm in diameter with a tan-purple outer surface and fimbriated end. Right fallopian tube measures 7.0 cm in length and 05 cm in diameter wit a dark purple outer surface and fimbriated end. Present in the bilateral cornu of the uterus and extending into the bilateral proximal ends of the fallopian tube are two tightly coiled, white, plastic and silver metallic devices, grossly consistent with essure. The lumen of the fallopian tube and area of the coils is tan white, dense and scarred. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion, right sided inner essure coil appears to be approximately 20 mm into the fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record:  menorrhagia, chronic inflammatory demyelinating polyradiculopathy, guillain-barre syndrome, anxiety, bacterial vaginosis, urinary tract infection, sorest part of mouth, sick, tingling sensation in my feet, stomach hurts, cold sweats, lumbar puncture, numbness, tremors, allergy to nickel, depression, acute colitis, intermittent paralysis, neuropathy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. New event acid reflux added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device: slight perforation of fallopian tubes'), pelvic infection ('pelvic infection'), menorrhagia ('abnormal bleeding (menorrhagia) / very heavy menstruation'), chronic inflammatory demyelinating polyradiculoneuropathy ('chronic inflammatory demyelinating polyneuropathy/ cidp') and guillain-barre syndrome ('gbs') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included guillain barre syndrome. Concomitant products included gabapentin since (B)(6) 2018, omeprazole since (B)(6) 2018, pantoprazole since (B)(6) 2018, prednisone since (B)(6) 2018 and zolpidem from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd"), bacterial vaginosis ("bacterial vaginosis / frequent and consistent bacterial vaginosis"), migraine ("migraines / headaches"), anxiety ("chronic anxiety"), nausea ("nausea"), urinary tract infection ("uti") and tooth fracture ("teeth are softening and cracking / teeth breaking") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) painful") and premenstrual syndrome ("debilitating premenstrual symptoms"). In 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant) and guillain-barre syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and abdominal pain ("pain / abdominal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic infection, menorrhagia, guillain-barre syndrome, vaginal haemorrhage, dyspareunia, dysmenorrhoea, premenstrual syndrome, fatigue, gastrooesophageal reflux disease, alopecia, migraine, anxiety, nausea, urinary tract infection, tooth fracture and abdominal pain outcome was unknown, the chronic inflammatory demyelinating polyradiculoneuropathy was resolving, the bacterial vaginosis had resolved and the weight increased had not resolved. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, chronic inflammatory demyelinating polyradiculoneuropathy, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, guillain-barre syndrome, menorrhagia, migraine, nausea, pelvic infection, premenstrual syndrome, tooth fracture, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 207 lbs. Removal details: indications: long standing history of abnormal periods and pelvic pain. Failure of medical management. Preoperative diagnosis: excessive menstruation, dysmenorrhea, pelvic pain. Postoperative diagnosis: excessive menstruation, dysmenorrhea, pelvic pain, acute postoperative pain findings: uterus was myomatous. Ovaries mildly polycystic. Tubes were normal s/p essure. Pelvis was free of adhesions or endometriosis. Surgical pathology report: uterus, cervix, bilateral fallopian tubes . Cervix: chronic cervicitis with squamous metaplasia. . No dysplasia or malignancy identified. . Endometrium: inactive endometrium. Essure device identified. . Myometrium: multiple leiomyomata. . Serosa: no pathologic abnormality. . Bilateral fallopian tubes: paratubal cysts, hemosalpinx. Gross: left fallopian tube measures 6.2 cm in length ad 0.5 cm in diameter with a tan-purple outer surface and fimbriated end. Right fallopian tube measures 7.0 cm in length and 05 cm in diameter wit a dark purple outer surface and fimbriated end. Present in the bilateral cornu of the uterus and extending into the bilateral proximal ends of the fallopian tube are two tightly coiled, white, plastic and silver metallic devices, grossly consistent with essure. The lumen of the fallopian tube and area of the coils is tan white, dense and scarred. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on an unknown date: total bilateral occlusion, right sided inner essure coil appears to be approximately 20 mm into the fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record:  menorrhagia, chronic inflammatory demyelinating polyradiculopathy, guillain-barre syndrome, anxiety, bacterial vaginosis, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: case became incident, event injury nos replaced by specific new events: vaginal bleeding, menorrhagia, chronic inflammatory demyelinating polyneuropathy, dental problems, dysmenorrhea, dyspareunia, fatigue, gbs, gerd, hair loss, bacterial vaginosis, pelvic infection, migraines / headaches, fallopian tubes perforation, nausea, anxiety, weight gain and uti, abdominal pain. New reporters, patient demographic, lab test, essure removal date, medical history and concomitant medication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.